Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular lead was found to have over-sensing of noise. Corrective programming changes were made. The patient was stable throughout and will continue to be monitored.